Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported separation issues. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The other nc trek 2.75x12mm referenced is filed under a separate medwatch report number.

Event description:
It was reported that after unpackaging two nc trek rx 2.75 x 12 mm balloon dilatation catheters, the hypotubes were found to be broken in two pieces. The devices were not used. There was no patient involvement. There was no clinically significant delay or adverse patient effects. No additional information was provided.